Manufacturer narrative:
Section d10: only the driveline was returned. The pump was not returned. Manufacturer's investigation conclusion: review of the patient¿s submitted log files confirmed low speed operation events and pump stoppages; however, evaluation of the replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. A direct relationship between the device and the reported patient condition (covid positive) could not be conclusively determined through this evaluation. The submitted log file contained data from day 434, hour 12, minute 11 to day 434, hour 14, minute 3. The log file consisted of almost all low speed operation events or pump stoppages. The patient was connected to the power module initially then transitioned to external 14v batteries with no resolution to the abnormal pump operation, then back to their power module. The log file recorded elevated pump power, low flow hazard alarms, and low speed hazard alarms associated with the events. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. The patient underwent a driveline replacement on (B)(6) 2020 under wo# 00084184. The returned portion of driveline measured approximately 20 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was carefully disassembled, and microscopic examination of the underlying wires did not reveal any breaches or conductor breakdown. The wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the abnormal pump operation captured within the submitted log files. The patient underwent a pump exchange on (B)(6) n2020, and (B)(6) was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Incidental findings: an incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the external portion of driveline from (B)(6). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The short to shield was first discovered on (B)(6) 2020. The patient was admitted on (b(6) 2020. The patient was asymptomatic and stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with pump stops and low speed advisories. The site reported the patient has a known short to shield. The ventricular assist device (vad) coordinator thought that the short to shield had advanced to a phase to phase since the patient had pump stops while on batteries. The vad coordinator wished to know what power source to transfer the patient to the cardiovascular intensive care unit (cvicu) on. Technical support advised the vad coordinator that the patient should travel on batteries during transport to the ICU and that the driveline should be stabilized as much as possible. Technical support recommended sending log files. The vad coordinator was to follow up with the vad team the following day in order to decide on a plan of care for the patient. The vad coordinator was instructed to call back with any questions or issues. Log files were sent. The patient had low flow, low speed, and pump off alarms that started on (B)(6) 2020 at approximately 13:00 while on external batteries. The patient then switched to his home mobile power unit (mpu) but continued to experience the same alarms. The patient stated that he could feel and hear the pump rev down and then up again periodically. The patient was in the emergency department and was to be transferred to the ICU once a bed was available. Photos of the driveline were sent. Complete x-rays of the patient's driveline were to be sent as well. A review of the log file noted multiple pump stops that occurred on batteries and on the power module. Technical support recommended immobilizing the driveline to prevent further interruption in support. Technical support also requested x-rays of the driveline in order to identify a possible location of where the compromise in the lead is. The patient had not lost or gained weight. The patient can feel the pump turn off and on again but denies lightheadedness or feelings of syncope. The driveline was immobilized. Chest x-rays were provided. The internal x-rays were unremarkable. The driveline repair was scheduled for (B)(6) 2020. The patient was asymptomatic. The patient was stable upon arrival to the emergency department and remained stable throughout his stay. The patient's driveline was repaired but the driveline repair was unsuccessful. The patient underwent a pump exchange on (B)(6) 2020. The patient was now status post heartmate 2 pump exchange. The device will not be returned.